Event description:
As reported from france by our edwards lifesciences affiliate, a 29mm sapien 3 valve was implanted with 2cc above nominal inflation in the aortic position via transfemoral approach. The patient became hypertensive with a systolic pressure of 230mmhg. The valve was positioned at 80/20 (aortic: ventricular), with no signs of leakage, and showing good results. However, shortly after, the patient's blood pressure dropped to 30 mmhg systolic without an apparent cause. Echocardiogram revealed a pericardial effusion. A decision was made to perform a pericardial puncture, and 620 ml was drained. A thoracic drain with suction was placed, but quickly stopped draining, so the patient was moved to the recovery room for close monitoring. It was concluded that there was a partial annular rupture with a diffuse fissure. The patient continued to lose blood through the drainage system, and given the patient's age, it was decided not to pursue a complex surgery. The patient passed away.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (highly calcified native valve) and/or procedural factors (over-inflation of the valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. The following sections of this report have been updated: h10.